Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
Initial notofication email: it was reported the procedure was to treat a lower limb arterial occlusion. During the procedure, resistance was met advancing the command 18 guidewire and a connect 2501t guide wire due to the anatomy. Coating delamination occurred at the distal tip of both guidewires. The physician subsequently replaced them with a new command 18 guidewire to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. The following was received from the abbott on 24 june 2026: due to the distributor providing the wrong outer packaging at the time, the form was filled in as 250t. Upon verification, the actual rejected product is connect flex[?] The model and lot number are as follows: lot:8452687. Pef:1012592.